Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and visually inspected. Visual observation revealed the jaw-to-shaft pin was protruding out of its space, contributing to the jaw failure, confirming this complaint. When the trigger was actuated, the jaws don't close. Although we cannot discern a root cause, it is possible that the failure can be attributed to user technique and excessive force while handling the device. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its intended space. Complaints handling system. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: expressew iii w/o hook; part number: 214140; supplier lot number: 45139-180216; qty: 10; expiration date: n/a; release to warehouse date: 2/16/2018; manufacturing date: 2018-02; supplier: classic wire cut; manufacturing site: (B)(4) USA; any anomalies: none. Device history batch: null. Device history review: null.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that prior to a rotator cuff repair procedure the jaw on the customer's expressew iii without hook (sn: (B)(4)) would not open all the way when pressing the trigger. During the same case, another customer's expressew iii without hook (sn:(B)(4)) after the 3rd passes, on the 4th passes the jaw would not close all the way down. The procedure was completed with a third like device with no harm to the patient but there was a delay of two minutes to grab the 3rd device. During in-house engineering evaluation, it was determined that the jaw pin was displaced from its place and the distal tip of the lower shaft is protruding out. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.